Event description:
The user facility reported a recent event in which the side-tube detached from the main housing of the introducer sheath when contrast was injected with a power injector during a peripheral stent placement procedure. During the communication, the user facility mentioned 2 previous occurrences of a similar separation of the side-tube during manual injection of contrast material that had not been reported. Reportedly, each procedure was completed using a second introducer sheath.

Manufacturer narrative:
Results/conclusions: are based user facility information; is based on reserve sample evaluation. The user facility confirmed that neither the samples nor the packaging materials were retained and the device lot number information is unknown. The only previous event specific information was that one was a peripheral stent procedure and the other was a diagnostic cardiac catheterization. The decision to submit a single report for the reported multiple occurrences with such limited event specific information is based on a previous review of a similar circumstance with MDR assistance and FDA regulatory affairs personnel. The failure investigation was limited to assessment of the user facility description and evaluation of samples from random lots of the reported product code. Inspection and testing of retained samples confirmed that there were no defects or anomalies and product performance specifications were met. While the cause of the reported events cannot be definitively determined, the description is consistent with over-pressurization of the tubing during injection of the contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings / precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.